Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the evaluation of omsc the following was confirmed; -the exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by an accidental failure of the printed-circuit board of the device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; five minutes after turning on the power of the device, the device automatically turned off. No abnormalities were noted in the inside condition of the device. The reported event appeared to be caused by defective of the power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the device automatically turned off. There was no report of patient injury associated with this event.